Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device once turned on gives alarm, customer was unable to specify the type of alarm. There was unknown patient involvement.

Manufacturer narrative:
D4 - primary UDI number; corrected one device was returned for evaluation. Functional testing was performed. The testing could duplicate the customer reported problem, when opened the leds had broken off. Visual inspection was not performed. The root cause of the issue was determined as a faulty mainboard. The pcb was replaced. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.